Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# (B)(4), awareness date (B)(6) 2015). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid acute pelvic inflammatory disease"), embedded device ("one was embedded in uterus"), device expulsion ("one was embedded in uterus"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), loss of consciousness ("black outs"), lymphangioma ("submucosal lymphangioma of ascending colon"), intervertebral disc displacement ("retrolisthesis"), dysfunctional uterine bleeding ("dysfunctional bleeding") and pelvic pain ("pelvic pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in left fallopian tube/malposition of essure device (location of device: two essure devices in left fallopian tube)". The patient's past medical history included multigravida, parity 3 (delivery dates: (B)(6) 2002, (B)(6) 2006 and (B)(6) 2007.), nonsmoker, cholecystostomy (partial colectomy/with resection of cecum), appendectomy and hemorrhoids. There was no evidence of atypia, malignancy or polyps. Concurrent conditions included pharyngitis, necrotizing enterocolitis, hyperlipidemia, prediabetes and menometrorrhagia. Concomitant products included drospirenone + ethinylestradiol (yasmin) since (B)(6) 2007 and medroxyprogesterone acetate (medroxyprogesterone) since (B)(6) 2007 for contraception nos as well as ibuprofen (motrin) since 2007 and muscle relaxants (muscle relaxant) since 2010. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), lymphangioma (seriousness criterion medically significant), intervertebral disc displacement (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), alopecia ("hair was falling out a lot/hair loss/ alopecia areata"), anaemia ("anemic"), vitamin d deficiency ("vitamin d deficiency"), blood urine present ("urine test had traces of blood"), menorrhagia ("long menstrual periods"), vaginal discharge ("discharge"), dyspareunia ("pain during and after sex"), coital bleeding ("bleeding after sex"), arthralgia ("joint pain"), back pain ("back pain"), intervertebral disc degeneration ("degenerative disc disease"), arthritis ("arthritis"), dizziness ("dizzy spells"), vertigo ("vertigo"), migraine with aura ("episodes of loosing vision followed by migraine"), rash ("rashes"), dry skin ("dryness"), bladder disorder ("bladder or urinary problems"), fatigue ("fatigue"), constipation ("constipation problems"), gastrointestinal pain ("gastrointestinal pain"), abdominal distension ("bloating"), urinary tract infection ("recurring urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), amnesia ("short term memory loss"), migraine ("migraines / headaches"), nausea ("nausea"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vision blurred ("blurry vision"), weight decreased ("weight loss"), ovulation pain ("painful ovulation"), tooth disorder ("dental issues"), metrorrhagia ("bleeding in between cycles"), raynaud's phenomenon ("raynaud's disease"), abdominal pain ("severe and persistent abdominal pain"), female sexual dysfunction ("apareunia") and osteosclerosis ("subchondral she sclerosis osteophytes"). The patient was treated with antibiotics, fluocinonide (lidex), emlapatch (emla), triamcinolone [chloroxine,triamcinolone acetonide], surgery (hysterectomy (full)), surgery (hysterectomy (full)), surgery (hysterectomy (full)) and surgery (resection of terminal ileum, cecum with appendix, and ascending colon). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, embedded device, device expulsion, genital haemorrhage, loss of consciousness, lymphangioma, intervertebral disc displacement, dysfunctional uterine bleeding, anaemia, vitamin d deficiency, blood urine present, vaginal discharge, dyspareunia, coital bleeding, arthralgia, intervertebral disc degeneration, arthritis, dizziness, vertigo, migraine with aura, rash, dry skin, bladder disorder, fatigue, constipation, gastrointestinal pain, abdominal distension, urinary tract infection, dysmenorrhoea, vaginal infection, amnesia, migraine, nausea, feeling abnormal, memory impairment, vision blurred, weight decreased, ovulation pain, tooth disorder, metrorrhagia, female sexual dysfunction and osteosclerosis outcome was unknown, the pelvic pain, menorrhagia and abdominal pain had resolved and the alopecia, back pain and raynaud's phenomenon had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, arthralgia, arthritis, back pain, bladder disorder, blood urine present, coital bleeding, constipation, device expulsion, dizziness, dry skin, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, intervertebral disc degeneration, intervertebral disc displacement, loss of consciousness, lymphangioma, memory impairment, menorrhagia, metrorrhagia, migraine, migraine with aura, nausea, osteosclerosis, ovulation pain, pelvic inflammatory disease, pelvic pain, rash, raynaud's phenomenon, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, vertigo, vision blurred, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: physician denied placing two coils in her left fallopian tube. Bilateral ostium visualized. Right coil, five coils extending to the ostium. The left fallopian left coil, nine extending up to the ostium. Both procedures were performed without any complication. The patient tolerated the procedure well. Operative findings of omental adhesions to the anterior abdominal wall on the right side. Normal ovaries bilaterally. Normal-appearing uterus. After her surgery, her severe and persistent abdominal/pelvic pain improved among the other symptoms listed above. The symptoms that are ongoing are severe and persistent back pain, alopecia, and raynaud's. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2007: 2 coils in left fallopian tube. Urine analysis - on (B)(6) 2011: red blood cells . Current weight: (B)(6) lbs. On (B)(6) 2013, vitamin d results was 26.1, slightly low normal range is 30.00-100.00. Scout radiograph shows two essure devices in the left hemipelvis and one essure device in the right hemipelvis in (B)(6) 2007. Colonoscopy: large submucosal lesion of about 3 cm x 3 cm noted in the ascending colon differential include submucosal gastrointestinal stromal tumor versus hemangioma. On (B)(6) 2007, hysterosalpingogram revealed satisfactory placement of the essure device with no fallopian tube filling on study. Normal appearing endometrial cavity. Indications: status post essure placement. Scout midograph shows two essure devices in left hemipelvis and one essure device in the right hemipelvis. The uterine cavity distends normally and shows no evidence of synechia formation. The right essure device and the proximal left essure device are at cornua. There is no contrast filling of either fallopian tube on exam. On (B)(6) 2014, lumbar lumbosacral spine, routine showed mild degenerative changes of the lumbar spine at ls-sl. Mild grade 1 retrolisthesis of l4-l5. Ical information: back pain. There are mild degenerative changes of the lumbar spine at l5-s1. There is joint space narrowing, subchondral sclerosis and osteophytes. There are essure devices in the pelvis. There is normal vertebral mineralization and alignment. No acute fracture is seen. There is mild grade 1 retrolisthesis of l4-l5. The posterior elements are unremarkable. The soft tissues appear normal. On (B)(6) 2015, transvaginal ultrasound pelvis revealed the uterus is normal in echogenicity. The endometrial echo complex is normal in thickness and measures 1.1 mm. There is no evidence for free fluid. The ovaries are normal in size and echo texture 1.2 cm complex left ovarian follicle. No adnexal masses are noted. Normal doppler flow is identified within the ovaries. On (B)(6) 2016, CT- pulmonary angiogram w/wo contrast c revealed no evidence for pulmonary embolism. Trace bilateral pleural effusions with atelectasis. Intraperitoneal free air. CT chest: there are trace bilateral pleural effusions with atelectasis. Otherwise, the lungs are clear. No focal opacification, pneumothorax, edema, or nodules are seen. The central tracheobronchial tree is clear. The mediastinum is unremarkable without evidence for mass or lymphadenopathy. The vascular structures of the mediastinum are normal in course and caliber. The heart size is normal without pericardia! Thickening or effusion. The axillary, sub pectoral, and supraclavicular regions are unremarkable. A moderate amount of intraperitoneal free air is partially imaged anterior to the liver. The adrenal glands arc symmetrically normal. The surrounding chest wall is unremarkable. The osseous structures are remarkable for degenerative spondylosis of the spine. CT pulmonary angiogram revealed no thrombus, clot, filling defect, or pulmonary web is identified. The pulmonary arteries are normal in caliber and morphology. No filling defect is present to suggest pulmonary embolism. There is no evidence for pulmonary arterial hypertension. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: (confirming pelvic inflammatory disease); urinary tract infection, back pain; (confirming embedded device); (confirming lymphangioma of ascending colon ) vitamin d deficiency; dysmenorrhea; constipation, alopecia areata; blood in urine; abdominal pain; pelvic pain and migraine .¿ quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case was upgraded in the incident category. This case is medically confirmed. Patient's demographics were added. Historical condition and concurrent conditions were added. Lab data was added. Essure implantation and explantation dates were added. Essure indication was added. The case was upgraded in the incident category. This case is medically confirmed. Patient's demographics were added. Historical condition and concurrent conditions were added. Lab data was added. Essure implantation and explantation dates were added. Essure indication was added. Events: bladder or urinary problems; dysmenorrhea (cramping); fatigue; constipation problems; pain, bloating; alopecia areata; recurring urinary tract infection,two essure devices in left fallopian tube, migraines / headaches; one was embedded in uterus; nausea; dizziness, black outs, brain fog, forgetfulness, short term memory loss); pain; resection of terminal ileum, caecum with appendix, and ascending colon; submucosal lymphangioma of ascending colon); blurry vision, aura; blood in urine, painful ovulation, bleeding/spotting after intercourse, bleeding in between cycles; raynaud's disease; vertigo; degenerative disc disease, subchondral she sclerosis osteophytes, retrolisthesis; dental issues; severe and persistent abdominal pain; resection of terminal ileum, caecum with appendix, and ascending colon; apareunia and painful ovulation were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4) (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid acute pelvic inflammatory disease"), embedded device ("one was embedded in uterus"), device expulsion ("one was embedded in uterus"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), loss of consciousness ("black outs"), lymphangioma ("submucosal lymphangioma of ascending colon"), intervertebral disc displacement ("retrolisthesis"), dysfunctional uterine bleeding ("dysfunctional bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in left fallopian tube/malposition of essure device (location of device: two essure devices in left fallopian tube)". The patient's medical history included multigravida, parity 3 (delivery dates: (B)(6) 2002, (B)(6) 2006 and (B)(6) 2007.), nonsmoker, cholecystostomy (partial cholectomy/with resection of cecum), appendectomy and hemorrhoids. There was no evidence of atypia, malignancy or polyps. Current weight: 118 lbs. (B)(6) 2013, vitamin d results was 26.1, slightly low normal range is 30.00-100.00. On (B)(6) 2014, lumbarlumbosacral spine, routine showed mild degenerative changes of the lumbar spine at ls-sl. Mild grade 1 retrolisthesis of l4-l5. Ical information: back pain. There are mild degenerative changes of the lumbar spine at l5-s1. There is joint space narrowing, subchondral sclerosis and osteophytes. There are esure devices in the pelvis. There is normal vertebral mineralization and alignment. No acute fracture is seen. There is mild grade 1 retrolisthesis ofl4-l5. The posterior elements are unremarkable. The soft tissues appear normal. Concurrent conditions included pharyngitis, necrotizing enterocolitis, hyperlipidemia, prediabetes and menometrorrhagia. Concomitant products included ibuprofen since 2007 for alopecia areata and hair loss, drospirenone + ethinylestradiol (yasmin) since (B)(6) 2007 and medroxyprogesterone acetate (medroxyprogesteron) since (B)(6) 2007 for contraception nos as well as ibuprofen (motrin) since 2007, medroxyprogesterone acetate (depo provera) and muscle relaxants since 2010. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dyspareunia ("pain during and after sex"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovulation pain ("painful ovulation"), raynaud's phenomenon ("raynaud's disease") and abdominal pain ("severe and persistent abdominal pain"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). In 2009, the patient was found to have blood urine present ("urine test had traces of blood") and experienced bladder disorder ("bladder or urinary problems") and urinary tract infection ("recurring urinary tract infection"). In 2011, the patient experienced constipation ("constipation problems"), gastrointestinal pain ("gastrointestinal pain"), abdominal distension ("bloating") and tooth disorder ("dental issues"). On (B)(6) 2011, the patient experienced anaemia ("anemic") and vitamin d deficiency ("vitamin d deficiency"), 4 years 2 months after insertion of essure. In (B)(6) 2012, the patient experienced intervertebral disc degeneration ("degenerative disc disease"), dizziness ("dizzy spells/dizziness") and vertigo ("vertigo"). In 2012, the patient experienced migraine with aura ("episodes of loosing vision followed by migraine/ aura") and migraine ("migraines / headaches"). In 2016, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), intervertebral disc displacement (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), alopecia areata ("hair was falling out a lot/hair loss/ alopecia areata"), vaginal discharge ("discharge"), coital bleeding ("bleeding after sex"), arthralgia ("joint pain"), arthritis ("arthritis"), rash ("rashes"), dry skin ("dryness"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), amnesia ("short term memory loss"), nausea ("nausea"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), metrorrhagia ("bleeding in between cycles"), female sexual dysfunction ("apareunia"), osteosclerosis ("subchondral she sclerosis osteophytes") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), was found to have lymphangioma (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced menorrhagia ("long menstrual periods/bleeeding in between periods"), lasting 21 days. The patient was treated with antibiotics, emlapatch (emla), fluocinonide (lidex) and surgery (hysterectomy (full) and resection of terminal ileum, cecum with appendix, and ascending colon). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, embedded device, device expulsion, genital haemorrhage, loss of consciousness, lymphangioma, intervertebral disc displacement, dysfunctional uterine bleeding, uterine haemorrhage, anaemia, vitamin d deficiency, blood urine present, vaginal discharge, dyspareunia, coital bleeding, arthralgia, intervertebral disc degeneration, arthritis, dizziness, vertigo, rash, dry skin, bladder disorder, fatigue, constipation, gastrointestinal pain, abdominal distension, urinary tract infection, dysmenorrhoea, vaginal infection, amnesia, migraine, nausea, feeling abnormal, memory impairment, vision blurred, weight decreased, ovulation pain, tooth disorder, metrorrhagia, female sexual dysfunction, osteosclerosis and vaginal haemorrhage outcome was unknown, the pelvic pain, menorrhagia, migraine with aura and abdominal pain had resolved and the alopecia areata, back pain and raynaud's phenomenon had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia areata, amnesia, anaemia, arthralgia, arthritis, back pain, bladder disorder, blood urine present, coital bleeding, constipation, device expulsion, dizziness, dry skin, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, intervertebral disc degeneration, intervertebral disc displacement, loss of consciousness, lymphangioma, memory impairment, menorrhagia, metrorrhagia, migraine, migraine with aura, nausea, osteosclerosis, ovulation pain, pelvic inflammatory disease, pelvic pain, rash, raynaud's phenomenon, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0135, awareness date 13-aug-2015). Physician denied placing two coils in her left fallopian tube. Bilateral ostium visualized. Right coil, five coils extending to the ostium. The left fallopian left coil, nine extending up to the ostium. Both procedures were performed without any complication. The patient tolerated the procedure well. Operative findings of omental adhesions to the anterior abdominal wall on the right side. Normal ovaries bilaterally. Normal-appearing uterus. After her surgery, her severe and persistent abdominal/pelvic pain improved among the other symptoms listed above. The symptoms that are ongoing are severe and persistent back pain, alopecia, and raynaud's. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Colonoscopy - on an unknown date: large submucosal lesion of about 3 cm x 3 cm noted in the ascending colon differential include sub mucosal gastrointestinal stromal tumor versus hemangioma.. Computerised tomogram thorax - on (B)(6) 2016: c revealed no evidence for pulmonary embolism. Trace bilateral pleural effusions with atelectasis. Intraperitoneal free air. CT chest: there are trace bilateral pleural effusions with atelectasis. Otherwise, the lungs are clear. No focal opacification, pneumothorax, edema, or nodules are seen. The central tracheobronchial tree is clear. The mediastinum is unremarkable without evidence for mass or lymphadenopathy. The vascular structures of the mediastinum are normal in course and caliber. The heart size is normal without pericardia! Thickening or effusion. The axillary, sub pectoral, and supraclavicular regions are unremarkable. A moderate amount of intraperitoneal free air is partially imaged anterior to the liver. The adrenal glands arc symmetrically normal. The surrounding chest wall is unremarkable. The osseous structures are remarkable for degenerative spondylosis of the spine. CT pulmonary angiogram revealed no thrombus, clot, filling defect, or pulmonary web is identified. The pulmonary arteries are normal in caliber and morphology. No filling defect is present to suggest pulmonary embolism. There is no evidence for pulmonary arterial hypertension.. Hysterosalpingogram - on (B)(6) 2017: results: results: total bilateral occlusion,scout radiograph shows two essure devices in the left hemipelvis and one essure device in the right hemipelvis. Revealed satisfactory placement of the essure device with no fallopian tube filling on study. Normal appearing endometrial cavity. Indications: status post essure placement. Scout midograph shows two essure devices in left hemipelvis and one essure device in the right hemipelvis. The uterine cavity distends normally and shows no evidence of synechia formation. The right essure device and the proximal left essure device are at cornua. There is no contrast filling of either fallopian tube on exam. Scout radiograph shows two essure devices in the left hemipelvis and one essure device in the right hemipelvis in (B)(6) 2007 and (B)(6) 2007.. Ultrasound scan vagina - on (B)(6) 2015: the uterus is normal in echogenicity. The endometrial echo complex is normal in thickness and measures 1.1 mm. There is no evidence for free fluid. The ovaries are normal in size and echo texture 1.2 cm complex left ovarian follicle. No adnexal masses are noted. Normal doppler flow is identified within the ovaries.. Urine analysis - on (B)(6) 2011: results: red blood cells. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: (confirming pelvic inflammatory disease); urinary tract infection, back pain; (confirming embedded device); (confirming lymphangioma of ascending colon ) vitamin d deficiency; dysmenorrhea; constipation, alopecia areata; blood in urine; abdominal pain; pelvic pain and migraine .¿ quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs & mr received . Reporter information was updated. Added event abnormal uterine bleeding, abnormal bleeding (vaginal). Updated outcome of event:migraine with aura. Concomitant drug were added. Lab data was updated. Updated onset date of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0135) on 13-aug-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid acute pelvic inflammatory disease'), embedded device ('one was embedded in uterus'), device expulsion ('one was embedded in uterus'), genital haemorrhage ('heavy bleeding/abnormal bleeding'), loss of consciousness ('black outs'), lymphangioma ('submucosal lymphangioma of ascending colon'), intervertebral disc displacement ('retrolisthesis'), dysfunctional uterine bleeding ('dysfunctional bleeding'), uterine haemorrhage ('abnormal uterine bleeding') and pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in left fallopian tube/malposition of essure device (location of device: two essure devices in left fallopian tube)". The patient's medical history included multigravida, parity 3 (delivery dates: (B)(6) 2002, (B)(6) 2006 and (B)(6) 2007.), nonsmoker, cholecystostomy (partial cholectomy/with resection of cecum), appendectomy and hemorrhoids. There was no evidence of atypia, malignancy or polyps. Current weight: 118 lbs. (B)(6) 2013, vitamin d results was 26.1, slightly low normal range is 30.00-100.00. On (B)(6) 2014, lumbarlumbosacral spine, routine showed mild degenerative changes of the lumbar spine at ls-sl. Mild grade 1 retrolisthesis of l4-l5. Ical information: back pain. There are mild degenerative changes of the lumbar spine at l5-s1. There is joint space narrowing, subchondral sclerosis and osteophytes. There are esure devices in the pelvis. There is normal vertebral mineralization and alignment. No acute fracture is seen. There is mild grade 1 retrolisthesis ofl4-l5. The posterior elements are unremarkable. The soft tissues appear normal. Concurrent conditions included pharyngitis, necrotizing enterocolitis, hyperlipidemia, prediabetes and menometrorrhagia. Concomitant products included ibuprofen since 2007 for alopecia areata and hair loss, drospirenone + ethinylestradiol (yasmin) since (B)(6) 2007 and medroxyprogesterone acetate (medroxyprogesteron) since (B)(6) 2007 for contraception nos as well as since 2007, medroxyprogesterone acetate (depo provera) and muscle relaxants since 2010. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dyspareunia ("pain during and after sex"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovulation pain ("painful ovulation"), raynaud's phenomenon ("raynaud's disease") and abdominal pain ("severe and persistent abdominal pain"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). In 2009, the patient was found to have blood urine present ("urine test had traces of blood") and experienced bladder disorder ("bladder or urinary problems") and urinary tract infection ("recurring urinary tract infection"). In 2011, the patient experienced constipation ("constipation problems"), gastrointestinal pain ("gastrointestinal pain"), abdominal distension ("bloating") and tooth disorder ("dental issues"). On (B)(6) 2011, the patient experienced anaemia ("anemic") and vitamin d deficiency ("vitamin d deficiency"), 4 years 2 months after insertion of essure. In (B)(6) 2012, the patient experienced intervertebral disc degeneration ("degenerative disc disease"), dizziness ("dizzy spells/dizziness") and vertigo ("vertigo"). In 2012, the patient experienced migraine with aura ("episodes of loosing vision followed by migraine/ aura") and migraine ("migraines / headaches"). In 2016, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), intervertebral disc displacement (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), alopecia areata ("hair was falling out a lot/hair loss/ alopecia areata"), vaginal discharge ("discharge"), coital bleeding ("bleeding after sex"), arthralgia ("joint pain"), arthritis ("arthritis"), rash ("rashes"), dry skin ("dryness"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), amnesia ("short term memory loss"), nausea ("nausea"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), metrorrhagia ("bleeding in between cycles"), female sexual dysfunction ("apareunia"), osteosclerosis ("subchondral she sclerosis osteophytes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), scar ("scar tissue") and inflammation ("I have inflammation"), was found to have lymphangioma (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced menorrhagia ("long menstrual periods/bleeeding in between periods"), lasting 21 days. The patient was treated with antibiotics, fluocinonide (lidex), lidocaine hydrochloride;prilocaine hydrochloride (emla) and surgery (hysterectomy (full) and resection of terminal ileum, cecum with appendix, and ascending colon). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, embedded device, device expulsion, genital haemorrhage, loss of consciousness, lymphangioma, intervertebral disc displacement, dysfunctional uterine bleeding, uterine haemorrhage, anemia, vitamin d deficiency, blood urine present, vaginal discharge, dyspareunia, coital bleeding, arthralgia, intervertebral disc degeneration, arthritis, dizziness, vertigo, rash, dry skin, bladder disorder, fatigue, constipation, gastrointestinal pain, abdominal distension, urinary tract infection, dysmenorrhoea, vaginal infection, amnesia, migraine, nausea, feeling abnormal, memory impairment, vision blurred, weight decreased, ovulation pain, tooth disorder, metrorrhagia, female sexual dysfunction, osteosclerosis, vaginal haemorrhage, scar and inflammation outcome was unknown, the pelvic pain, menorrhagia, migraine with aura and abdominal pain had resolved and the alopecia areata, back pain and raynaud's phenomenon had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia areata, amnesia, anemia, arthralgia, arthritis, back pain, bladder disorder, blood urine present, coital bleeding, constipation, device expulsion, dizziness, dry skin, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, inflammation, intervertebral disc degeneration, intervertebral disc displacement, loss of consciousness, lymphangioma, memory impairment, menorrhagia, metrorrhagia, migraine, migraine with aura, nausea, osteosclerosis, ovulation pain, pelvic inflammatory disease, pelvic pain, rash, raynaud's phenomenon, scar, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0135, awareness date 13-aug-2015). Physician denied placing two coils in her left fallopian tube. Bilateral ostium visualized. Right coil, five coils extending to the ostium. The left fallopian left coil, nine extending up to the ostium. Both procedures were performed without any complication. The patient tolerated the procedure well. Operative findings of omental adhesions to the anterior abdominal wall on the right side. Normal ovaries bilaterally. Normal-appearing uterus. After her surgery, her severe and persistent abdominal/pelvic pain improved among the other symptoms listed above. The symptoms that are ongoing are severe and persistent back pain, alopecia, and raynaud's. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Colonoscopy - on an unknown date: large submucosal lesion of about 3 cm x 3 cm noted in the ascending colon differential include sub mucosal gastrointestinal stromal tumor versus hemangioma.. Computerised tomogram thorax - on (B)(6) 2016: c revealed no evidence for pulmonary embolism. Trace bilateral pleural effusions with atelectasis. Intraperitoneal free air. CT chest: there are trace bilateral pleural effusions with atelectasis. Otherwise, the lungs are clear. No focal opacification, pneumothorax, edema, or nodules are seen. The central tracheobronchial tree is clear. The mediastinum is unremarkable without evidence for mass or lymphadenopathy. The vascular structures of the mediastinum are normal in course and caliber. The heart size is normal without pericardia! Thickening or effusion. The axillary, sub pectoral, and supraclavicular regions are unremarkable. A moderate amount of intraperitoneal free air is partially imaged anterior to the liver. The adrenal glands arc symmetrically normal. The surrounding chest wall is unremarkable. The osseous structures are remarkable for degenerative spondylosis of the spine. CT pulmonary angiogram revealed no thrombus, clot, filling defect, or pulmonary web is identified. The pulmonary arteries are normal in caliber and morphology. No filling defect is present to suggest pulmonary embolism. There is no evidence for pulmonary arterial hypertension. Hysterosalpingogram - on (B)(6) 2017: results: results: total bilateral occlusion,scout radiograph shows two essure devices in the left hemipelvis and one essure device in the right hemipelvis. Revealed satisfactory placement of the essure device with no fallopian tube filling on study. Normal appearing endometrial cavity. Indications: status post essure placement. Scout midograph shows two essure devices in left hemipelvis and one essure device in the right hemipelvis. The uterine cavity distends normally and shows no evidence of synechia formation. The right essure device and the proximal left essure device are at cornua. There is no contrast filling of either fallopian tube on exam. Scout radiograph shows two essure devices in the left hemipelvis and one essure device in the right hemipelvis in (B)(6) 2007 and (B)(6) 2007. Ultrasound scan vagina - on (B)(6) 2015: the uterus is normal in echogenicity. The endometrial echo complex is normal in thickness and measures 1.1 mm. There is no evidence for free fluid. The ovaries are normal in size and echo texture 1.2 cm complex left ovarian follicle. No adnexal masses are noted. Normal doppler flow is identified within the ovaries.. Urine analysis - on (B)(6) 2011: results: red blood cells. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: (confirming pelvic inflammatory disease); urinary tract infection, back pain; (confirming embedded device); (confirming lymphangioma of ascending colon ) vitamin d deficiency; dysmenorrhea; constipation, alopecia areata; blood in urine; abdominal pain; pelvic pain and migraine, so nervous. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: content from social media, new reporter and event scar tissue and inflammation were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.